Event description:
Ventilator was working properly but then started peak pressuring while making strange sounds. Rt and rt removed patient from the ventilator and manually bagged the patient while switching out ventilator. The staff noticed it smelled hot. Bio-tech examined the servo 300 and discovered the inductor in the gas module burned up. No patient injury.